Manufacturer narrative:
Section d10 references: product ID 3389s-40 lot# va0jsnp, implanted: (B)(6) 2014, product type lead product ID 3708660, serial# (B)(6), implanted: (B)(6) 2014, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 25-mar-2017, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 01-may-2018, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported pre-operative impedance issues prior to routine battery change at contact 8- monopolar was over 3,000 ohms. It was unknown what led to the issue. During surgery impedances were tested at 3v, but the issue wasn¿t resolved with the patient feeling a sensation at the lead and connector site. After the implant was changed impedances were taken with the same result of 8- monopolar greater than 3,000 ohms and bipolar pairs 8- 11- and 8- 10- over 4,000 ohms.